Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor alarmed with lost sensor, and when they removed the device from their body the electrode could not be located. The patient's blood glucose at the time of incident is unknown. The customer had the device inserted into their abdomen. No further information was available. The sensor will be not returned for analysis, and a replacement sensor was shipped to the customer.